Manufacturer narrative:
The intstrument was evaluated by an ocd repair depot. The customer complaint was confirmed. No definitive root cause was determined. Issue resolved via replacement.

Event description:
The customer reported that mts ID tipmaster pipettor dripped fluid during testing. Incorrect dispense of fluid, due to fluid drip, may lead to variations in antigen / antibody ratio, carry over, cross contamination and possible erroneous test results. The customer aborted testing once the issue was identified. The pipettor was taken out of use, preventing erroneous results from being reported.